Event description:
It was reported via our sales rep, that the during surgery, the surgeon noted that the tip of the screwdriver is broken off. Nothing was left in the pt. Another one was utilized to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.